Event description:
On (B)(6) 2014, we have been informed by (B)(6), about a potential malfunction of a defibrillation electrode df27n at (B)(6) fire department. A patient suffered a cardiac arrest. It was reported that adult electrodes were used and no abnormality was detected during the procedure. The electrodes were discarded after the procedure. When reviewing the defibrillator's recording, it was noted that the generator had recorded "pediatric pads on" and after the procedure "pediatric pads off". No harm to a patient was reported by the fire department. In an email date (B)(6) the department ((B)(6)) reported that the manufacturer of the defibrillator identified the cause for the issue and there was no connection with the electrode used.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4). No specific lot number was provided by the fire fighter department. The department therefore reported all electrode lots which they had received. These lots were 11020-0777, 20202-0772, 20326-0776, 20314-0774 and 20425-0772. Based on the information received we conclude that the electrode performed within specification.